Event description:
A cartridge change error was reported with the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer was guided through troubleshooting steps, including inspecting and cleaning components, but the issue persisted. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer was also instructed on returning the pump and confirmed their understanding.